Event description:
The pt underwent their last therasphere treatment to the right lobe in 04/02 and received 90 gy during an uneventful procedure. CT scan from 05/02 showed stable liver disease. Pet scan from 06/02 revealed disease progression with increased size and number of liver lesions. Another sign of disease progression was the cea increase to 112.5 ng/ml in 05/02. In july 2002 the pt's local oncologist started them on different anti-cancer treatment. The pt expired in 11/2002. This death is not related to therasphere treatment; it is due to disease progression in this pt's liver.